Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
(B)(4). Rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and deeply placed sutures in the myocardium. As stated above, ventricular rupture is typically not device related. In this case, the medical records note that the patient had a small heart and also a septal hypertrophied muscle. Although the root cause of this event cannot be confirmed, it appears that patient and procedural issues may have caused or contributed to this event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this pericardial mitral valve was explanted at implant due to large mitral regurgitation with paravalvular leak during post bypass tee. It was noted that one of the anterior struts went through annulus but was embedded in the septal hypertrophied muscle, splaying apart the leaflet. Upon removal, the device's valve leaflets would not coapt at rest. The device was replaced with a mechanical valve. The patient was weaned from bypass once again; however, significant bleeding was noted from the posterior wall of the heart and a rupture was identified. The heart was re-arrested and the rupture repaired with felt reinforcing strips. It was decided to unload the heart with the impella pump and iabp. This was performed and the patient stabilized off cardiopulmonary bypass. Final tee revealed persistently good lv function. The patient was transferred stable to the ICU in critical condition.